Manufacturer narrative:
Date of event: unknown. If explanted, give date: unknown. (B)(4). All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
Date received by MFR: 5/19/2014. (B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
(B)(4). Following explant of the intraocular lens (iol) and implantation of a replacement lens, it was noted the iol was well positioned and axis was acceptably aligned. However it was noted that the patent's best corrected acuity never improved beyond the 20/70 level. The eye appeared to be well healed and without an obvious source of her reduced central acuity. Despite a health appearing retina on biomicroscopy, she reported an hourglass metamorphopsia, which suggested the possibility of a macular hole. She was referred to a retinal specialist who confirmed that diagnosis; surgery was performed for that event. She has not returned to the reporter's office so final visual outcome is unknown. The intraocular lens was discarded in the field. Decades of rigid contact lens wear. Explanted date: (B)(6) 2013. Device evaluation: manufacturing records were reviewed and found to be within specifications and without deviations or non-conformances. All pertinent information available to the manufacturer has been submitted. Placeholder.

Event description:
It was reported that the intraocular lens (iol) was implanted in the patient's right eye; however, post operatively, the lens rotated. The patient's cylinder correction was 1.5 diopters off. The lens was explanted sometime later, the date was not provided. The doctor reported that he realized that he might have chosen the wrong diopter and cylinder power lens. Additionally, the doctor noted that the patient's cornea had steepened due to not wearing contact lenses. The lens was replaced with the correct lens power and cylinder power and the patient is well now. There were no quality issues with the iol. No other information was provided.